Event description:
It was reported that a second surgery was performed to remove the pin from the patient's toe approximately a year and a half after it was implanted. The original surgery included a bunionectomy, neuroma excision and hammertoe procedure. The neuroma was described pre-operatively as very large and irritated. The patient presented approximately seven months post-op with complaint of continued pain and swelling in the toe. The patient reported the pin was not dissolved yet but there was no infection, reaction, or signs of the pin protruding from the tip of the toe. The surgeon reported there was swelling, reaction, pain, and protrusion; the patient was assessed to have a post-op contracted toe, lateral deviation of the proximal phalanx with decreased joint space, soft tissue increase, and rectus alignment of the joints. Over the next several months, the surgeon followed the patient, administered cortisone injections, prescribed anti-inflammatories, and monitored the toe with x-rays. The surgeon also recommended removal of the pin, release of the scar tissue, revision of the hammertoe, straightening of the joint with an external pin, and a weil osteotomy. The patient repeatedly declined to have a second surgery. At the time of this report, the surgeon reported the patient recently had the pin removed by a different surgeon. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but the disposition is unknown, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include scar-tissue related to excision of the large neuroma during the initial surgery, post-operative contracture, an adverse reaction of the patient to the material(s) implanted, failure to counter-sink the pin far enough below the distal cortex of the distal phalanx or failure to bend the toe to normal anatomical shape after the pin has been successfully implanted, and/or patient non-compliance with the post-op protocol. Product directions for use (dfu-0107) state postoperatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant, otherwise loosening, fracture, or migration of the pin may result. The dfu also warns of possible foreign body and allergic-like reactions to the implant materials. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implant, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient compliance with post-op rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.